Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three patient's experienced a rhexis break capsular rupture following a software update on the system. The surgeon noted that the ultrasounds were too "effective". This file represents the second of four patients. Additional information has been requested but not received. A completed questionnaire form the surgeon has been received. The cataract was a 4+ soft cortico-nuclear. The surgeon noted an occlusion during the procedure. Aspiration was too strong at the start of phacoemulsification chop. There was a rupture of anterior capsule. (Rhexis) at 5 o¿clock position as soon as introduction of the handpiece. There was a problem positioning the toric intraocular lens (iol) because of the placement axis. The iol was placed in the capsule bag. The patient's symptoms have resolved.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).